Manufacturer narrative:
The device was returned to olympus and evaluated. The scope was received and the bending section inspected; it was noted that the distal end bending cover adhesive was completely missing exposing the threads. The missing distal adhesive was not returned to market quality for inspection. The top end of the white c-cover (cap) was still intact along with the objective lens and light guide lenses. The lens adhesive was also intact; no missing portions noted. In addition, the proximal end of the bending cover adhesive was inspected and separation from the insertion tube body leaving a gap was noted. Due to the adhesive separation, a cotton test was performed; the cotton caught onto the adhesive as an indication of sharpness on the adhesive. During inspection, the insertion tube was observed collapsed and kinks were noted. The reported problem of "two small pieces of the flexible bronchoscope broke off " was confirmed. A conclusive root cause was not identified.

Event description:
A user facility reported to olympus that 2 small pieces of the flexible bronchoscope broke off while using the scope. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. The DHR was reviewed and it was confirmed the subject scope was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation and determined the likely cause of the damaged distal end was user handling. The a-rubber glue was deteriorated likely due to outer stress and/or chemical stress.